Event description:
Healthcare worker experienced a "raw burning pain in their airways", after spending 20 minutes in the scope processing room, where cidex opa was being used. They had just returned to work following a "very bad chest infection." No medical attention sought.